Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reamers became disconnected from the adapter. Both the adapter and the reamers have rounded edges.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device found wear and deformation on the mating features. The wear and deformation is consistent with the instruments wearing/stripping after being subjected to heavy usage and hard cortical bone. The root cause is attributed to device wear due to normal use and servicing. Based on this investigation's determination of wear due to normal use and servicing as the root cause, no corrective action is being pursued. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.